Event description:
While the pt was being seen for a routine follow-up visit the hcp noted that there was an open, draining area in the abdominal incision. The pt's dose of lioresal was decreased over 36 hours, they were placed on IV antibiotics and the pump and catheter were explanted. The wound was cultured and the presence of staph aureus was confirmed. It is further reported that the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.